Event description:
Healthcare professional reported "a left side capsular contracture, baker grade iii/IV." The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "a left side capsular contracture, baker grade iii/IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: yellow particles in the surface of the shell, crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage.